Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom an 'no response when door is closed' was verified during a review of the event history log. Evaluation revealed that the upper auxiliary was determined to be the failed component. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no response when the door was closed. There was no patient involvement. No additional information is available.